Event description:
Customer reported a button error on her insulin pump while she was in (B)(6). Customer's blood glucose is 102 mg/dl. The device may have been exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response (up arrow button) due to corroded keypad traces. Minor scratches on the lcd window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.